Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was intermittently delayed in responding to presses. There was no reported impact to customer's blood glucose (bg) level. Customer stated that they have not checked their bg's. It was indicated that the customer will continue to use the pump for insulin therapy.